Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a missing sensor wire that occurred on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, she was unable to locate the sensor wire. At the time of contact, the distributor did not report any injury or medical intervention on behalf of the patient. Patient removed the transmitter prior to removing the sensor pod against user guide recommendations.